Manufacturer narrative:
This lead was explanted on (B)(6) 2019 at (B)(6) hospital and returned to the manufacturer for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple abrasion marks were noted along the lead body. On the distal part of the lead, the insulation was found abraded through. This damage can be considered the root cause of the clinical observation reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant interaction with the tricuspid valve or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 46 months, oversensing on the ventricular channel was reported.